Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was normal medical treatment was not required. It was reported that keypad buttons were not responding. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed self test and displacement test. Unit was received with intermittent up arrow button response due to flattened up arrow button dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner and cracked reservoir tube lip.